Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bost485, (3i t3 non-platform switched tapered implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, no fracture has been identified on the implant. Device history record (DHR) review was completed for the subject lot number 2023030383. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030383 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No fracture was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. D10. Concomitant medical products bost411, 3i t3 non-platform switched tapered implant 4 x 11.5mm, lot: 2021101019.

Event description:
Doctor reported implants # 25/26 fractured and were removed. Procedure completed. Inflammation, edema and pain were reported as a result of the event.